Manufacturer narrative:
No unexpected prime alarms noted during testing. The insulin pump passed displacement test, rewind test and prime test. The motor error alarmed during basic occlusion test and occlusion test due to loose/protruded drive support disk noted. The insulin pump had a cracked lcd window, cracked case at display window corners, half broken off reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the insulin pump alarmed compromised force sensor system during rewind. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 273 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.